Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing at the last office visit approximately six months earlier was within normal limits, indicating proper device function at that time. The pt had no experienced any recent injury or trauma that may have damaged the vns therapy system. Based on known device settings, generator end of life is not a likely cause of the high lead impedance test result. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. The pt underwent lead replacement surgery.

Event description:
Further follow-up revealed that the bipolar lead was not explanted. It was reported that a new lead was implanted and connected to the pulse generator and that the old lead was not left implanted and was wrapped around the new new lead. The cause of the event is unknown. Thelead was left implanted, therefore, product analysis cannot be performed.